Event description:
The physician was using an integrity rapid exchange (rx) coronary stent for treatment of a lesion. The device was unable to cross the lesion and on removal it was noted that the stent was deformed. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
Results: (limited information - root cause undetermined), inherent risk of procedure (stent deformation), none (device not received for evaluation).